Event description:
A malfunction was reported on a pump after it had been dropped. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted in the reset process. After resetting, the malfunction did not occur again, and the customer was informed to contact support if the issue recurred. There was no additional information regarding the outcome of the event.